Event description:
Device malfunction: difficult to remove, clip mislocation. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, after deploying the clip, the device was difficult to remove. A dilator was inserted into the access ports unlocking the thumb advancer, enabling it to be retracted proximally. Counter-traction with an assertive forceful pull was applied, which released the device from the tissue tract. When the device was removed, the clip was found deployed on the flex-guide. Manual compression was applied for twenty minutes to achieve hemostasis. No adverse patient effects were reported. Though requested, no additional information was provided.

Manufacturer narrative:
(B) (4). The device was received. Investigation is not completed.